Event description:
It was reported that a patient had been receiving v.a.c. Therapy since 2008, for two foot wounds due to a motor vehicle accident. The two wounds were being bridged together. The physician stated that a dressing change was performed in 2009 and the v.a.c. Therapy system was functioning properly. At 5 days later, the patient was seen by the physician for a scheduled visit. The physician stated that the patient reported feeling tired and nauseated. The physician further stated that the patient indicated that v.a.c. Therapy was functioning properly for the dorsal wound, but claims the posterior wound had not received therapy for 3 days, but did not report this to anyone. The physician sent the patient to the emergency room where the physician removed the dressing. Upon dressing removal which had been in place 5 days, the posterior wound began to bleed. The physician removed a hematoma and applied direct pressure to the achilles tendon to stop the bleeding. While in the emergency room, the physician reports the patient became diaphoretic and had to receive oxygen and was placed on a cardiac monitor. The patient was admitted to the hospital overnight and received one unit of blood. The physician reported that v.a.c. Therapy was resumed at about 6 days later.

Manufacturer narrative:
The v.a.c. Therapy unit was not evaluated as the patient continued with therapy after the reported event. V.a.c. Labeling states "wounds being treated with the vac therapy system should be monitored on a regular basis. In a monitored, non-infected wound, vac therapy dressings should be changed every 48 to 72 hours, but no less than 3 times per week, with frequency adjusted by the clinician as appropriate." V.a.c labeling also states "...all foam pieces must be in direct contact with each other..." And "....it is not recommended to bridge wounds of different etiologies or to bridge an infected wound to a non-infected wound".